Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a problem with calibrating the stylus. It was noted that there was a small deviation between the stylus and the cursor on the screen, but the standard calibration resolved this issue. It was indicated that the case was cracked, the bezel was damaged, and the rear cover display latches were broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem with calibrating the stylus. Several attempts were made and the stylus was replaced, but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.